Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (submission 11/27/2012)-device evaluation: lifescan received the test strips with the complaint and completed device evaluation on 11/01/2012. The returned test strips passed testing. The alleged complaint was not confirmed. However, as secondary issue was discovered during investigations. The control solution test result was above the expected range when testing with the returned test strips.

Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro was giving inaccurately low readings. The patient reported he obtained blood glucose readings ranging from 80 mg/dl to 120 mg/dl, which he alleged were inaccurately low compared to his expected values. There was no patient injury associated with this issue.